Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio completed other unrelated repairs to the device and verified all internal connections and wiring were fully seated and connected. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was dropped and will not complete the boot-up process. The customer was unaware if the device was functioning properly prior to being dropped. There was no patient use associated with the reported issue.